Manufacturer narrative:
H3 product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory product ID 978b128 lot# (B)(6) serial# implanted: 2024-04-17 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that >4000 ohms on electrode 0 during impedance test after lead connected to battery. Lead was removed and wiped down (wet/dry) then reinserted back into ipg. Impedance repeated. Same issue.performed motor testing from ipg and got positive motor response on all for electrodes. However, dr was suspicious and not confident in the product. So I opened another 97800 (B)(6). Did the same exact troubleshooting again and got the same response as the first ipg. The dr did not want to replace the lead since we were still getting appropriate motor responses. (B)(6) was implanted. In the recovery room, I did impedance check again and all values were within normal limits and the patient had appropriate sensory response on all 4 electrodes. The cause was unknown. The issue was resolved.